Event description:
Customer reported device = in the 300s mg/dl. Customer was shaking and went to the hospital. Blood glucose = 32 mg/dl less than one hour later. Customer was given sandwiches and orange juice at the hospital. When glucose elevated to 100 mg/dl, customer was released. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.